Event description:
Caller reported a cartridge alarm but there was no adverse impact to the customer's blood glucose level. The issue did not occur during the load process and this was the first reported instance with this particular pump serial number. The caller successfully reloaded the same cartridge and resumed insulin therapy, resolving the issue.